Event description:
Two echelon flex 45 would not open while the appendix or launch the staplers; was able to get the stapler open to get off the pt's appendix. This pt was pregnant which made it a higher risk case.